Manufacturer narrative:
The device remains implanted; without the return of the product, no definitive conclusion can be made regarding the clinical observation. A separate report has been filed on the initial valve implant attempt. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. From the available information, a cause of the positioning difficulties could not be established; however, the calcification present in the native anatomy may have contributed to the event. The paravalvular leak (pvl) was noted as due to the calcium. The pressure decrease was noted as likely due to a hyperdynamic ventricle. A third device was used to reduce the leak to an acceptable level. The report of death at two days post-implant was indicated as due to a failure to thrive. Expiration post-procedure is an inherent risk when the patient condition is such that a prosthetic aor tic valve (pav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after attempted deployment (2/3) of this transcatheter bioprosthetic valve in the descending aorta, the physician did not like the positioning of the implanted valve and attempted to retrieve the valve. As the valve was being removed through the descending aorta, significant resistance was noted and the decision was made to deploy the valve there. A second valve was then successfully implanted. There was moderate paravalvular leak (pvl) which was believed to be due to a significant amount of calcium that was present in the annulus and left ventricular outflow tract (lvot). After the deployment of this valve, the patient's pressure decreased significantly which the physician believed was due to a hyper-dynamic ventricle. The patient was treated with manual chest compressions, drugs, and volume. A third valve was then implanted which improved the amount of leak to an acceptable level. No other adverse patient effects were reported during the procedure, however, the patient subsequently expired two days later. The cause of the patient's death according to the physician was failure to thrive. It was noted that the patient was in stable condition at the end of the implant procedure.